Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds along the embolization coil. If the smart coil is advanced against resistance, damage such as this may occur. During functional testing, the smart coil was unable to be advanced through its introducer sheath due to the offset coil winds on the embolization coil. The root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation of the device revealed a pusher assembly kink. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils), non-penumbra microcatheters, and an angiographic catheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance and was unable to advance the smart coil past its initial position within its introducer sheath. After removing the smart coil, the physician made another attempt to advance the coil by placing the introducer sheath in saline solution; however, the smart coil still did not advance and was not used in the procedure. The procedure was completed using another smart coil and the same microcatheters. There was no report of an adverse effect to the patient.